Event description:
The hospital purchased 110 infusomat space pumps from b. Braun inc in (B)(6) 2018. In (B)(6) of this year we had 6 pumps returned to b. Braun for service. The IV pumps when delivering IV solution stopped working when a signal code displayed indicating "2015 speaker failure". When the code displays, the pump will go into failure mode and the front door panel will open and not close. We have had contact with b. Braun and they are not aware of the code and why this happens, but have serviced and returned the pumps. Again, in (B)(6) we had two more pumps fail to work and returned. At no time did the alarm not sound but if this should happen it could be a significant patient safety issue.